Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 6935m lead implanted: 2014-(B)(6), 5076 lead implanted: 2014-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during a patient massive cough attack the left ventricular (lv) lead dislodged. It was also noted that the patient experienced diaphragmatic nerve stimulation. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.